Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to a massive pseudotumor, metallosis, and slight corrosion around the taper.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Added/corrected: brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received which identified part/lot information. Depuy still considers the investigation closed at this time.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Not returned.

Manufacturer narrative:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate patient was revised due to a massive pseudotumor, metallosis, and slight corrosion around the taper. Doi: unk - dor: (B)(4)2012 (right hip). Examination of the reported device was not possible as it was not returned. A search of the warsaw and international complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.